Event description:
It was reported that the patient had multiple syncopol episodes with loss of capture and high impedance of the right ventricular (rv) lead. The rv lead appears to be fractured. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were distorted and stretched, the outer insulation was kinked/buckled, all insulation's were torn, there was a white substance on the outer insulation, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. The analyst commented that there was severe explant damage.

Event description:
It was reported that the patient presented in complete heart block and had multiple syncopol episodes. The right ventricular (rv) lead had loss of capture and the impedance was greater than 9,999 ohms. The rv lead appears to be fractured. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.